Manufacturer narrative:
Date sent: 02/04/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior resection procedure, the surgeon was inserting another device transanally and realized that only one line of the staples from the device had formed. The surgeon had to then do a pouch and a stoma on the pt. No adverse effect to pt.